Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure. A field service engineer checked tower door 4 and found that it was impeded by medical equipment. The fse checked all cabling, applied conductive grease to the tower door latch, crimped, and tightened all connectors and connections for tower door 4. A final test was performed. All cabling and harnesses were checked, and everything appeared to be in good working order. All connectors and connections were tightened and crimped. Conductive grease was applied to all remaining tower door latches. The customer was able to recover and inventory tower door 4. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.